Manufacturer narrative:
Correction: initial MDR contact was filed incorrectly should have been reported as: (B)(6).

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the site representative was advised to lubricate the ball-screw and mfov assemble rail, as this could cause detector motion from being interrupted. However, this did not resolve issue. On further troubleshooting the mfov detector assembly was replaced which resolved the issue. The replaced part was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the system gave "error initializing collimator" on start up a couple times after which boot up was normal. This error was observed after the detector was failing to home itself on start up. When eventually it did start up, the system functioned normally while taking 20 cm 2d shots and 3d spins. However, the site rep was unable to shoot 2d or 3d for 40 cm. No patient was present during the time of the reported incident.

Manufacturer narrative:
The drive assembly was returned to the manufacturer for evaluation. Testing found that there was excessive mechanical noise through the motor during testing.